Event description:
Additional information received on (B)(4) 2013 when it was reported that the device was explanted prophylactically that day. Pre-operative diagnostics performed revealed dcdc =2 with eri status = no. The explanted generator was received for product analysis on (B)(4) 2013. Product analysis was completed on (B)(6) 2013. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications as defined in the final electrical test. During the product analysis there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2013 clinic notes from that date were received. Review of the clinic notes indicate that the patient thinks the vns is not working well anymore and that the patient's seizure frequency is increasing. The device was checked and the dcdc was 4. The physician stated that the vns is over 6 years old and appears to need replacement. The physician later reported that the increase in seizures was first observed in (B)(6) 2012. He stated that the increase in seizures was due to loss of therapy as the battery needs replacement. The patient has been on 4 aeds as an intervention. The physician also mentioned that the seizures are a few times a week and that the patient had a seizure and hit her head, requiring 12 staples in her scalp. He again stated that the vns is not working properly. The manufacturing records for the generator were reviewed and the device met all specifications prior to distribution. The physician later reported that he is not going to provide any additional information regarding the patient. The physician did state however that it is his opinion that the therapy isn't being delivered which is why he referred the patient for replacement. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed generator met all specifications prior to distribution.